Event description:
A distributor in (B)(6) reported that the heater wire pins on an rt202 adult breathing circuit was "cracked". This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the inspiratory limb of the complaint breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4) for investigation. The pins on the inspiratory limb of the complaint device were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the heater wire pins of the inspiratory limb with the heater wire adaptor was not achieved. One of the heater wire pins on the inspiratory limb was found to be bent. A lot check could not be performed as no lot number was provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. Our monitoring and trending of bent, broken or damaged heater wire pins on adult breathing circuits has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of january 2012.